Event description:
Contact reported removal of broken monarch screws post-opertively. Patient has psudoarthosis (l5/s1). It was reported that the patient had a non-union that resulted in breakage of the screws. Patient was revised and re-instrumented. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Screws were not returned for evaluation. Lot numbers are unk at this time. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or being of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.